Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra- operatively, at 10th firing, the tip of the jaws broke. The dissector did not touch metal forceps. All of the fell off parts were collected from the patients cavity. The procedure was extended less than 30 minutes and they used another like device to complete the procedure. There was no patent injury

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the device revealed that the tip of the waveguide was broken off. The broken piece was also received. The reported condition was confirmed. The device inspection showed that the waveguide had its tip missing, and the broken missing piece was retrieved. Investigation personnel concluded that the titanium waveguide cracked from continued use, after it may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.